Manufacturer narrative:
The lead was returned following explant. Visual examination found no malfunctions.

Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2017865-2023-02747, 2017865-2023-02755. It was reported during in clinic follow up that the patient presented with infection. Echocardiogram confirmed lead vegetation. Embolism was suspected. The system was successfully explanted. The patient was stable.